Event description:
The patient coded. Return of spontaneous circulation (rosc) was achieved. After achieving rosc, teleflex intra-aortic balloon pump (iabp) suddenly stopped and had a high-pressure alarm on screen. The patient also had an arrhythmia alarm on screen. Finally, the patient's helium tank read zero on screen despite bedside rns checking helium tank and confirming helium tank was full. They were unable to resolve alarms despite troubleshooting. The patient was dependent on the iabp, and their blood pressure started to drop, causing the md at bedside to push more epinephrine. They were unable to restart the iabp. Teleflex iabp switched to a new teleflex console and the new console worked. Manufacturer response for intra-aortic balloon pump, ac3 optimus (per site reporter). Teleflex service technician inspected the iabp. No issues were found. Manufacturer response for intra-aortic balloon catheter, ultra 8® fiberoptix® iab catheter - 40 cc - 8 french (per site reporter). The iab catheter was not believed to be defective as another iabp was used with this catheter with no problems noted.